Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date of initial surgical procedure the diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? What is meant by primary failure of closure? Reason for reoperation? Date and results of reoperation? What is the patient's current status?

Event description:
It was reported that the patient underwent an unknown surgical procedure on unknown date and the mesh was implanted. It was also reported that the primary failure of closure occurred and the revision of mesh closure was performed. The device remains in the patient. Additional information has been requested.